Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set the device experienced the non patient needle separates from the holder luer/adaptor/hub. The following information was provided by the initial reporter: translated to english. The customer stated: "defective epicrania: detached from the pump body during sampling. Blood not stopped: flows. Collect the patient a second time. Binding for the patient."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to detached/leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set the device experienced the non patient needle separates from the holder luer/adaptor/hub. The following information was provided by the initial reporter: translated to english. The customer stated: "defective epicrania: detached from the pump body during sampling. Blood not stopped: flows. Collect the patient a second time. Binding for the patient."